Event description:
When the surgeon made the initial incision, the bottom edge of the incision and some breast tissue were burned by the megadyne medical coated electrosirgical blade. The incident occurred during a bilateral breast augmentation. The report states that the surgeon had to cut off the edge on the incision and the burned breast tissue resulting in an indentation at the incision site.